Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A replacement transmitter was sent to the customer. Customer reported a blood glucose level of (554) mg/dl. Customer address bg by correction injection via mdi.